Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The pump was received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No damage was found on the lcd isolation tape during visual inspection. The pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 543 mg/dl. Customer was hospitalized for high readings and treated with IV drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump had a blank display. The insulin pump was returned for analysis.